Event description:
It was reported that pt was unable to walk and reported grinding in 2008. Additionally, it was reported that the ceramic head eroded through the acetabular shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device (s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.